Event description:
The patient was in the clinic when a controller fault alarm was logged in and it was on for 5 minutes. Then it automatically stopped." The physician replaced the controller. There was no effect on the patient. Preliminary log review confirmed the controller fault alarm.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed the occurrence of a controller fault alarm on the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a leaky diode on the automatic power switch of the controller, which likely contributed to the event. This would not lead to a pump stop with remote potential for patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.